Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was noted with undersensing on current electrogram. It was also reported that the right ventricular (rv) lead exhibited possible t-wave oversensing (twos) oversensing. Both leads remain in use. No patient complications have been reported as a result of this event.